Event description:
An international customer reported that after processing a cyclesure biological indicator (bi), they were going to incubate the bi and noted that the bi did not have sufficient media remaining to determine if the color changed correctly. The bi cap was not depressed prior to use. It is unknown where the bi was placed in the chamber. The bi results for the previous and subsequent loads are unknown. It is also unknown whether the load contents were recalled successfully. There was no injury or harm reported due to this event. At this time, no additional information is available regarding this event. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Dried vial.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, trending by product line and system serial number, failure mode and effects analysis and the health hazard evaluation. The DHR (device history record) for lot# 077101 was reviewed. There were no non-conformance reports found that would contribute to the reported issue. The complaint history for the cyclesure bi, lot# 077101 was reviewed. There were no other similar complaints reported for dried vial. Trending analysis for dried vial issues associated to the cyclesure bi indicates spikes in the trend that was investigated in a failure investigation report (fir). The fmea (failure mode and effects analysis) assessment revealed a low-safety risk. The hhe (health hazard evaluation) was reviewed and the issue is considered to be none/negligible risk. The complaint could not be confirmed. Based on the information available, there was no problem found with the sample returned for investigation or the retain samples. The risk associated with the failure mode is low. There were no other similar complaints reported for dried vial. It is recommended that the customer follow the cyclesure bi IFU to check the integrity of the bi prior to use.